Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. At the time of troubleshooting customer mentioned waiting for the pump to turn back on to receive insulin to address bg. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.